Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the communication bus because the magnets were missing. A field service engineer replaced the latch and drawer boards to resolve this issue. The system functioned as intended after a field service engineer repaired the device. E1. Initial reporter facility name: (B)(6) medical center.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed and was unable to recover. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.